Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 32g 4mm pro needle cannula was too short. The following information was provided by the initial reporter : the consumer reported experiencing a burning sensation during injection when injecting insulin as it bubbles under skin and the injection site must be kneaded to get insulin to disperse beneath skin. The consumer reported that this results from not be using a long enough needle. Date of event_: unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm pro needle cannula was too short. The following information was provided by the initial reporter : the consumer reported experiencing a burning sensation during injection when injecting insulin as it bubbles under skin and the injection site must be kneaded to get insulin to disperse beneath skin. The consumer reported that this results from not be using a long enough needle. Date of event: unknown; samples : available.